Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors and progression of valvular disease likely contributed to the event.

Event description:
Through follow up with healthcare provider edwards learned patient also had aortic insufficiency. Post procedure transesophageal echocardiogram performed demonstrates a well-seated aortic bioprosthesis, no significant perivalvular insufficiency, and restored ventricular function. The patient tolerated the procedure well with no apparent complications and was transported to the recovery room in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. This device is not available for return and evaluation as it remained implanted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient underwent a valve-in-valve procedure due to aortic stenosis. The implant duration of the pre-existing surgical valve was six (6) years and two (2) months. No other details were provided.